Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large bore stopcock was cracked and leaked during a chemotherapy infusion. The device was in use on a patient to administer gemcitabine (non-baxter) with a foley catheter. During the infusion, the nurse noticed the leak and wrapped a gauze pad around it and was able to complete the infusion with minimal leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrections: b5,d1, d4 ,g5 (catalogue #, brand name, 510k #). B5: the affected product is elcam polycarbonate three way standard bore, previously submitted as large bore stopcock with rotating male luer lock. D1: brand name: stopcock replaced with stopcock manifold gangs. D4: catalogue # 2c6204 replaced with 2c6240. G5: PMA/510k # k130245 replaced with k962581. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4: lot # from uro8h20193 to ur08h20193. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a crack in the center of the stopcock. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.